Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus) pseudocyst drainage procedure performed on (B)(6) 2025. During the procedure, after a successful puncture and deployment of the stent through the first half of step 2, the stent partially opened but did not fully expand. The physician attempted to manipulate the sheath back and forth several times but was still unable to fully deploy the stent. After a period of troubleshooting, a guidewire was inserted, and the stent was removed. Finally, the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
. Imdrf device code a15 captures the reportable event of stent partially deployed.